Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. It was reported that the patient expired due to refractory ventricular tachycardia, aortic insufficiency, and biventricular failure. The patient¿s outcome was not considered to be device related or its peripherals. It was communicated that no additional information will be provided. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrythmia, right heart failure, and death as a potential adverse event, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU states that patients may develop right ventricular failure during or shortly after implant. This document also outlines indications of right heart failure and provides the recommended treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away on (B)(6) 2024. The cause of death was attributed to three factors, refractory ventricular tachycardia, aortic insufficiency and biventricular failure. The death was not caused by the device or its peripherals. No further information was available about the case.